Event description:
Spineout of the tibial insert occurred twice about two weeks after the total knee arthroplasty. The case was completed by manual reduction. Another surgery to replace insert will be performed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.